Manufacturer narrative:
The results of this investigation concluded stent post 2 was bent inwards and the valve stent was ovalized; this caused cusps 1 and 2 to take on new characteristics. There was no evidence found to suggest the cause of the stent deformation was due to an intrinsic defect in the valve, as supported by the analysis performed. A review of the device history record was not possible since the serial number was unavailable. The cause of the reported event remains unknown.

Manufacturer narrative:
(B)(4). The results of the investigation are inconclusive since the device was not returned for analysis. A review of the device history record was not possible since the serial number was unavailable. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Post implant of this 23 mm sjm trifecta valve (unknown s/n) it was noted via toe that there was a large paravalvular leak. The valve was explanted and the stent posts were noted to be deformed. The valve was replaced with a second 23 mm sjm trifecta valve. This explant extended the length of surgery and the procedure needed to be converted from a minimally invasive surgery to a full sternotomy. The patient is reported to be fine.

Event description:
Post implant of this sjm trifecta valve (unknown model, s/n) it was noted via toe that there was a large paravalvular leak. The valve was explanted and was noted to be deformed. The valve was replaced with an unknown valve. This explant extended the length of surgery and the procedure needed to be converted from a minimally invasive surgery to a full sternotomy.